Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Sepsis and driveline and wound infections are potential complications that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and history of recurrent polymicrobial infections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient in (B)(6) 2015 continues to have fluid collection around driveline and was thought to be hematoma. Driveline site grew one colony of klebsiella pneumoniae. White blood count (wbc) was low grade uptake along driveline site. Treatment was cipro then switched back to keflex. Then on (B)(6) 2015 drive was debrided and cultures were negative. The event was complicated by hematoma and required re-exploration on (B)(6). Patient was stated to have also developed clostridium difficile (c diff) after treatment. Treatment was oral vancomycin. No additional information will be available from the site.